Manufacturer narrative:
Additional information was provided in b.5., h.3., h.6. And h.11. The product was not returned. Product history records were reviewed, and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported visual complaint. The product was not returned. Each lens is subjected to a 100percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The cas informed that he was not in contact with hcp and does not have further information. He does not know whether the physician was educated about glistenings. A follow up email with additional questions were sent to iol manager. No response has been received. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information has been received and stated that there was a planned explant.

Manufacturer narrative:
Additional information was provided in b.2., b.5., b.6., d.6.b., d.9., h.3., h.6. And h.11. The lens was returned outside of a lens case base, inside a non company peel pouch. Blood and solution was dried on the lens. The lens was removed from the non company peel pouch. The lens was cleaned with klrp for further evaluation. The optic was cut into multiple pieces, typical of insertion and removal. The lens appeared clear. A large portion of the optic was not returned. Power and resolution testing could not be conducted due to the optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported visual deterioration. The lens was returned in pieces. The lens portions appeared clear. Each lens is subjected to a 100 percentage assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Power and resolution could not be reverified due to the extensive optic damage. Information was provided that the lens was implanted (B)(6) 2012. The company model (2.25cyl), 13.5 diopter, plus 3.00 add power lens model was exchanged for a company model (1.50cyl), 14.0 diopter add power plus 2.2 and 3.2 lens model. The difference in cylinder between the original implant lens model and the replacement lens model (company model to company model) and the exchange for a 0.5 higher diopter difference lens may suggest that the replacement lens was an improved choice for the patient's vision needs. No additional information has been provided at this time. The file will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information has been received and stated that the lens was explanted and replaced with company lens in a secondary procedure. Additional information has been received and stated that the patient had an amotio (retinal detachment) on the right eye after the iol exchange.

Manufacturer narrative:
Correction information was provided in h.6. And h.11. Correction: on initial MDR the evaluation code of b01 was missed. It should have been submitted in the initial MDR. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported with a description of the patient had glistenings on the lenses in both eyes. Additional information has been received and stated that the patient experienced visual deterioration. There are two medical device reports associated with this patient. This report is associated with the right eye.